Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden loss of capture. The patient was reported to have experienced shortness of breath on exertion and fatigue. Output to the lead was increased and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.